Event description:
During the rotation of the monitor, the monitor bracket broke away from the arm and the monitor fell to the floor. Monitor did not injure any pts or staff members.

Manufacturer narrative:
Item was visually examined and transferred to supplier for further investigation. Investigation results are pending. Trending results revealed no similar occurrences have been reported in the last five years. Labeling was reviewed and found to be adequate. Ie intended for use, indications and field of use, preparation and cautions. Richard wolf considers this matter open and under investigation. When supplier report has been completed and received, we will provide FDA with f/u info.